Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging meter gives him error message that it is unable to communicate with his pump. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.

Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.